Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 2.9, lab: 2.5. Date: (B)(6) 2010, inratio: 3.2, lab: 2.4. Meter-to-lab comparisons were done on different days. Pt not on any medications, no heparin/lovenox. He eats spinach mid-week, but not on the days leading up to testing.

Manufacturer narrative:
Investigation pending.